Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
Olympus was informed that the device generated an e104 fog free function error with an olympus otv-s190 during a laparoscopic hysteroscopy procedure. The intended procedure was completed using the same device with no delay reported. There was no patient injury or harm associated with the reported problem.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.